Manufacturer narrative:
H3: code "other" was selected as the medical device remains implanted. Return not possible. H6: a review of the manufacturing records for the device could not be performed as a valid lot number was not provided. As gore was unable to determine which device/device component is involved in this reportable adverse event, the following additional device will be identified in this report: catalog #pla360400j, catalog #pll161407j. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
The following was reported to gore: on (B)(6) 2021, the patient underwent an endovascular treatment of an abdominal aortic aneurysm using a non-gore stent graft (main device, endurant) and gore® excluder® aaa endoprostheses. An aorta extender endoprosthesis, pla36, was implanted for ima coverage, a contralateral leg endoprosthesis, plc1610, was implanted in the right iliac artery, and an iliac extender endoprosthesis, pll1614, was implanted in the left iliac artery. The detail of the initial procedure is unknown. On (B)(6) 2023, a CT revealed that an endoleak and an aneurysm enlargement. The type of endoleak was not determined. On (B)(6) 2023, a reintervention was performed. An angiography was performed and it seemed that the endoleak was seen in the abdominal side, but the endoleak was not confirmed obviously and the type of endoleak was not able to be determined. The initial stent grafts were relined using two aorta extender endoprostheses and two contralateral leg endoprostheses. The angiography after the endoprostheses were implanted didn¿t reveal endoleak. The patient tolerated the procedure. The physician suspected type ii endoleak, type iiib endoleak or type IV endoleak. And if the type of endoleak was type iiib or IV endoleak, the physician suggested type iiib endoleak and/or type IV endoleak would be related to the non gore stent graft.